Event description:
Literature was reviewed regarding prosthetic valve endocarditis after aortic valve replacement with bovine-based versus porcine-based bioprostheses. The study population included 21,022 patients who were predominantly male with a mean age of 73 years old.  Multiple manufacturer¿s devices were implanted in the study population; 1,628 patients were implanted with a medtronic mosaic or hancock bioprosthetic valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients, adverse events included: prosthetic valve endocarditis.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: glaser et al. Prosthetic valve endocarditis after aortic valve replacement with bovine versus porcine bioprostheses. Journal of the american heart association 13:e031387 2024. Doi: 10.1161/jaha.123.031387.  Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. No further details were provided.